Event description:
Customer reported via phone, the insulin pump had alarmed a compromised force sensor system during manual prime. Insulin started squirting out while he was attempting to prime the device and then it alarmed. Customer doesn't recall blood glucose level at the time of the event. Troubleshooting was performed. It was found the device was dropped a week prior to the alarm occurring. The drive support cap was sticking out and customer doesn't recall pressing it in. Cap was aligned with the medtronic bumper. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer declined returning the device for analysis and stated he had a new insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.